Event description:
Information was received that a smiths medical cadd duodopa pump alarmed "voltage reduction". The patient replaced the batteries, and it continued to alarm "voltage reduction" several more times.